Manufacturer narrative:
Evaluation revealed the conical extractor, male, left hand implant extraction set 4 mm to be the subject product. No further associated products were reported. Review of the manufacturing and inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for a longer time (manufactured in july 2006) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The conical extractor is developed for implant (screw) extraction. It is used as the last option (¿emergency instrument¿) in case that standard instruments fail during explantation. According to information received the returned instrument was used to remove a non-stryker-lag screw. The conical extractor was completely broken in the shaft at the transition to the threaded end. The breakage surface indicated a (forced) brittle break of the device due to a bending overload. To prevent this, the extractor was laser-marked with the warning ¿do not lever¿. The material was hardened to be harder than the screws. Hardened materials are brittle and rather break than bend. Therefore it was not allowed to bend the extractor i.e. Using it as lever arm. Nevertheless a pre-damage in prior surgeries could not be excluded. Stryker can only recommend use of the extractor instruments with its own products. Application of the instruments to competitive products or to stryker products that have been altered may be possible but has not been validated. Based on the above observations, the root cause of the broken extractor was not linked to a deficiency of the device, but was rather related to an inadequate handling. The conical extractor was used as an ¿emergency instrument¿ under malalignment resulting in an overload in order to remove a non-stryker-lag screw. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
While using a 4.0 male conical extractor to remove a biomet affixus hip nail lag screw, the tip of the extractor broke off at the union of the threaded end and the shaft. Sales rep stated that event was resolved by using a vise grip from universal extraction kit to remove lag screw. Only lag screw removed. Portion of the extractor was stuck in lag screw. Patient requested to have lag screw device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
While using a 4.0 male conical extractor to remove a biomet affixus hip nail lag screw, the tip of the extractor broke off at the union of the threaded end and the shaft. Sales rep stated that event was resolved by using a vise grip from universal extraction kit to remove lag screw. Only lag screw removed. Portion of the exactror was stuck in lag screw. Patient requested to have lag screw device.